Event description:
Revision surgery performed on a margron-dtc hip replacement due to the pt taking a heavy fall and fracturing his femur. The fracture appears to have been caused by the stem rotating in the femur due to the fall. Pt revised successfully with a longer margron-dtc femoral stem.

Manufacturer narrative:
Revision surgery performed two yrs postoperatively on a margron-dtc hip replacement due to the pt taking a heavy fall and fracturing his femur. No other symptoms noted from pt prior to fall. The two yr implantation period would have been sufficient to ensure good fixation of the stem to the bone. The fracture appears to have been caused by the stem rotating in the femur due to the fall. Pt revised successfully with a longer margron-dtc femoral stem. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the orthopaedic association in its 2007 natl joint registry report. This observed trend and portland's initial analyses were previously reported to FDA in MDR # 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc sys off the market in the u.s. Pending further eval of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.